Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex deflectable videoscope had a flickering image during setup and inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: h3, h4, h6, h11. This report is being supplemented to provide additional information, based on the investigation. The device was returned to olympus for inspection, and the reported failure was confirmed as an image snowflake. In addition, the adhesive around the objective lens is peeled. A definitive root cause cannot be identified. Based on the results of the investigation, the most probable cause of the complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.